Manufacturer narrative:
Literature citation : m. Aoki, et al. "Clinical results of balloon kyphoplasty for osteoporotic vertebral fractures ¿ postoperative correction loss of wedge ratio". 1404-02: 1-4-f3-6. A2. Mean age was 78.2 years (range: 61 to 91). A3. 14 men, 40 women. (B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported in a study abstract that total of 54 patients (14 male and 40 female; 57 vertebrae) underwent balloon kyphoplasty procedures (bkp) over a 28 month period. Mean age was 78.2 years (range: 61 to 91), mean follow-up period was 6.1 months, and operative time was 31.3 minutes. It was reported that "collapse of the bkp-treated vertebral body, which was thought to have caused the loss of correction, was observed in 44 patients (77.2%) ". No further information was reported in the abstract.